Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse at the operating room reported the following event: ¿it was not possible to retrieve the nail holder from the long nail once it was in place and locked". Patient was operated for a fracture of the femoral neck which is not the consequence of the event. Surgical delay: 45 min, the patient had to be anesthetized again

Manufacturer narrative:
This product is classified concomitant and did not contribute to the reported event.

Event description:
The nurse at the operating room reported the following event: ¿it was not possible to retrieve the nail holder from the long nail once it was in place and locked". Patient was operated for a fracture of the femoral neck which is not the consequence of the event. Surgical delay: 45 min, the patient had to be anesthetized again.